Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The programming changes were performed and the patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, and noise resulting in oversensing were not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information received notes it was reported that the patient presented for a lead explant procedure. Prior to the procedure it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The rv lead was explanted. Besides, during the procedure it was noted that the pacemaker setscrew was stripped. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.